Manufacturer narrative:
A getinge field service engineer (fse) re-performed the safety disk leak test in service mode, it passed the leak test. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily checks, the cs300 intra-aortic balloon pump (iabp) has a leak test failure. There was no patient involvement.